Event description:
It was reported that after PICC insertion, patient became flushed, nauseated, spo2 dropped, heart rate increased for approximately 5 minutes. Situation resolved without intervention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.